Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (gcm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient had seizures during the night with cramps and sweating, but the cgm was not registering lower than 4.0 mmol/l. The patient¿s physician felt that this was due to the cgm not being accurate. No comparison bg readings were provided. No treatment information was provided. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.